Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the left anterior descending artery. A promus element plus, mr 2.25x8mm stent was successfully deployed at 11 atm. The promus element plus stent was being post dilated with stent delivery balloon. During the second inflation to 14am the balloon lost pressure. The physician attempted to retract the stent delivery system when the shaft broke inside the patient. The device was successfully removed with a snare. The procedure was completed with this device. No further patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the left anterior descending artery. A promus element plus, mr 2.25x8mm stent was successfully deployed at 11 atm. The promus element plus stent was being post dilated with stent delivery balloon. During the second inflation to 14am the balloon lost pressure. The physician attempted to retract the stent delivery system when the shaft broke inside the patient. The device was successfully removed with a snare. The procedure was completed with this device. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a promus element plus stent delivery system (sds) with the original shelf box was returned. There was blood in the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. There were five (5) kinks in the distal shaft ranging from 12.5-24cm in distance from the distal tip. The hypotube was kinked 123cm from the strain relief. There was a complete shaft separation at the mid-shaft/hypotube bond. The polymer mid-shaft and the mating end of the hypotube revealed evidence of an insufficient mid-shaft/hypotube bond. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to manufacturing. (B)(4).